Event description:
Medtronic received information that this transcatheter pulmonary valved conduit, had a small paravalvular leak noted as "not serious" at the 3 month follow-up. It was also reported there was a type I stent fracture also noted at that time. The valve remained implanted with no intervention performed. Additional information was received that 28 months post implant, the patient died (patient age at implant was (B)(6)). The cause of death was unknown; however, it was reported that arrhythmia was suspected. It was reported that the patient had been admitted to the hospital 2 days prior to death with a "viral illness." Blood cultures were negative and the patient was treated with antibiotics. Additional information has been requested but not received.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Due to the limited information provided and without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device remains implanted.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.